Event description:
The customer complained of questionable results for one patient sample measured for intact human chorionic gonadotropin + the ss-subunit (hcg+ss). The hcg+ss result on the first sample was 0.100 uui/ml with a data flag. Since the patient was known to them, the laboratory requested a second sample on the same day. The hcg+ss for the second sample was 1409 uui/ml with a data flag. The laboratory recentrifuged the first sample and tested it again with a result of 1375 uui/ml with a data flag. The result of 1375 uui/ml was reported outside the laboratory. The patient was not harmed by any action taken. The hcg+ss lot number was 171601. The expiration date was requested but not provided. It was noted the customer does not use the recommended rack adaptors when running tests. It was also noted the customer may have been using expired calibrator material. Clarification has been requested.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The patient had an abortion prior to the event, in the 9th week of pregnancy: sometime between (B)(6) 2013. The patient's current condition is unknown and no further information will be available. The hcg+ss reagent expiration date was 06/30/2014. All measurements were performed from the primary tube. A definitive root cause could not be determined. It is unclear when the customer last calibrated the test. It was noted the customer used expired calibrator when calibrating the test. Only 1 level of quality control was measured on the day of the event. The sample tube was not processed per the manufacturer's instructions.